Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room for high blood glucose on (B)(6) 2020. Blood glucose reading was 600 mg/dl when admitted to hospital. The customer stated that he had a flu shot and a tetanus shot and it caused him a lot of pain but his blood glucose went up to 450 mg/dl. Customer was not using auto mode feature active at the time of event. The customer stated that he was experienced nausea and vomiting. Customer's other blood glucose was 414 mg/dl. Customer stated that insulin pump had insulin flow block alarm. The insulin pump will not be returned for analysis.